Event description:
Case reference number (B)(4) is a spontaneous report sent on 07-aug-2025 by a patient of an unknown age and gender reporting own case. The case was published on a social media. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. In (B)(6) 2023, the patient received treatment with 2 vials of sculptra to unknown location (unknown lot number, injection technique and needle type). On unspecified date, after the treatment, the patient reported feeling the scar tissue (implant site scar) and granulomas/lumps/nodules (granuloma skin). On unspecified date, the patient underwent an excision of two nodules and reported being unable to undergo further surgical removal of nodules. In (B)(6) 2025, the patient was expected to consult a dermatologist. Outcome at the time of the report: scar tissue was not recovered/not resolved/ongoing. Granulomas/lumps/nodules was not recovered/not resolved/ongoing.

Manufacturer narrative:
Company comment: the serious event of granuloma skin and the non-serious event of scar at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for surgical intervention to prevent permanent damage. The potential root cause is the treatment procedure or a foreign body reaction to the product in the local tissue. The event scar at implant site could be secondary to surgical intervention. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted until further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.